Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was having a hard time with the insulin pump. Customer's blood sugars never run 400 mg/dl and customer does not know if or when she primed it. Customer got insulin on the tape and doesn't know why her blood glucose is high. Customer's blood glucose was 490 mg/dl. Customer hasn't treated yet but has manual injections as her back-up plan. Customer stated that she rarely has hyperglycemia. Customer stated that the drive support cap was recessed. Customer ran a manual prime and the insulin did exit the tubing. Customer's settings were found to be correct. Customer did not feel it was necessary to run the high pressure test. Customer stated that did not want to remove the infusion set. Customer stated that the cannula was not occluded. Customer was advised to do a complete set change. Customer stated that the insulin was not expired or denatured.